Manufacturer narrative:
The lot number of the 32m amplatzer occluder (aso) was reported incorrectly on the initial MDR submitted on (B)(4) 2012. The correct aso lot number is 1205172724. The aso associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause of the event is unknown. (B)(4): not returned to sjm for analysis.

Event description:
The left atrial disc of the 32mm amplatzer septal occluder (aso) was outside of the 12f amplatzer torqvue 45 delivery sheath (dtv45) and when being adjusted, the aso prematurely released from the delivery cable and ended up in the defect location, but did not embolize. Snares and foreceps were used in attempt to capture the aso, but the attempts were unsuccessful. The patient was transferred to surgery where the aso was removed. The patient was stable after the procedure.